Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generators (epgs) were directly related to patients experiencing bradycardia. It was further reported that these events were related to longer or extended pacing. The current status of the epgs is unknown. It was indicated that the event led to no permanent injury. There is no additional information available.